Manufacturer narrative:
Evaluation of the returned cat7 confirmed a mid-shaft kink. If the device is forcefully torqued during advancement, damage such as this may occur. Further evaluation of the device revealed additional kinks in the proximal shaft. This damage was likely incidental to the complaint and may have occurred during packaging for the device return. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, while attempting to make the first pass, the physician advanced the cat7 through the sheath and while torqueing, the midshaft of the cat7 kinked. Therefore, the cat7 was removed. The procedure was completed using a new cat7 with the same lightning and sheath. There was no adverse effect to the patient.